Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2005; 694758 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited an episode of noise. Explant of the ra lead was attempted but was unsuccessful. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.